Event description:
It was reported that two weeks after a therapeutic vaxcel port implantation, the catheter separated from the port and then migrated to the right atrium. The fragments have since been removed. This device has not been received for evaluation. Therefore, a failure analysis is not available and company is unable to determine if the device met its specifications. Co is unable to determine the relationship between the device and the cause for this event. The directions for use outline appropriate placement, access and maintenance procedures.